Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd pump. The customer states prior to use on a pt, the outer coating of the power cable was found ruptured at the root. The inner copper wire was exposed. There was no pt involvement.

Manufacturer narrative:
Submit date on: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.